Event description:
It was reported that there was a right atrial lead warning due to low impedance. Noise and rising thresholds were also noted. Unipolar impedance was greater than bipolar impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and there was an impedance/resistance decrease, with 922,802 low impedance paces after atrial lead warning on (B)(4) 2011.